Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. A leak test was conducted successfully, no leaks were observed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the arm for between 24 and 36 hours at the time medical attention was sought due to insulin leakage from the pod. Symptoms included elevated blood glucose levels (exact value not reported) and vomiting. The patient was in the emergency room for six hours and received an intravenous insulin drip. A diagnosis of diabetic ketoacidosis was confirmed.